Event description:
The facility rep reported 11 battery discharges below alarm threshold. Information was not provided regarding whether or not the failure occurred during an infusion. The hospital rep did not have info regarding whether there have been any reports of any patient injury or medical intervention.